Manufacturer narrative:
(B)(4). No additional information is currently available. If additional information becomes available, the event will be updated.

Event description:
Boston scientific received information that it was reported to another manufacturer's technical services (ts) there was high out of range shock impedance measurements on another manufacturer's right ventricular (rv) lead and this implantable cardioverter defibrillator (ICD). The lead was reprogrammed to remove the svc coil and the high voltage impedances were within normal limits. No further information was available. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. Review of the memory log found no irregularities. All shock lead impedance measurements were normal. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
The ICD was explanted two years later during an upgrade procedure to a cardiac resynchronization therapy defibrillator (crt-d). The ICD was returned for analysis a few months after explant.